Manufacturer narrative:
Damaged device: capital equipment, evaluated at customer site. The fse found dried oil all in and around spring in oil mist filter housing during planned maintenance level 1. The fse replaced oil mist filter housing. The fse ran empty cycle. Unit operating within manufacturer's specifications.

Event description:
The customer reported haze/oil mist. There were no reports of physician complaints related to the oil mist. The asp field service engineer (fse) went to the facility to assess the unit.